Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle fall into the patient? Yes. Was the needle piece(s) retrieved during the same procedure? No. Were x-rays taken to locate the needle piece(s)?no, because the needle remained inside the kidney. What measures were taken to retrieve the broken piece? No action was possible was there any additional tissue damage as a result of searching for the needle piece? No if not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. The needle remained inside the kidney, and I haven't been able to talk to the surgeon to find out the plan because he's not in town right now. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? I aren´t and believe that. How long, in minutes, did the surgery prolong?20 minutes. Which tissue was being sutured when the event occurred? The kidney. Was additional dissection required in other organs/tissues other than the target tissue? No, I don´t sure. Was there any change in the patient¿s post operative care due to the prolonged procedure? I aren´t. Was there any harm to the reported patient or user? No. Was there a significant delay? Yes. How long was it delayed (minutes)? 15. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and a suture was used. When you pass a stitch into a large vessel, the needle breaks. No adverse patient consequences were reported. Additional information was requested.